Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out of range shock impedance measurements. There were no adverse patient effects reported. Additional information was received from the field representative that the patient is stable and being monitored. They are planning to do a defibrillation threshold (dft) test/non-invasive programmed stimulation (nips) study. All other numbers were normal. Additional information received that this implantable cardioverter defibrillator (ICD) and rv lead continues to exhibited low out of range shock impedance measurements. Normal trending has been observed prior to this latest alert. The issue could not be recreated with isometrics. The patient reported being at the chiropractor and having therapy at the time. Boston scientific technical services (ts) believes that is the reason for the latest out of range measurement. The patient will be monitored for now. There were no adverse patient effects reported.